Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged and the motor was sticking out of it. The customer's blood glucose level was 139mg/dl. The customer states the pump slipped out of the holster and hit the ground. The customer states the pump was thrown away. The customer was advised replacement pump would be sent.